Manufacturer narrative:
(B)(4). The complete patient ID number is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor reconstruction including apical vault suspension and cystocele repair. She also underwent a concomitant rectocele repair, transobturator sling procedure, and perineorrhaphy performed on (B)(6) 2015. The procedures were completed without complications. According to the complainant, on (B)(6) 2016, the patient experienced dyspareunia. She was treated with vaginal estrogen and physical therapy and the event has not yet resolved. .